Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was returned, unavailable to do a thorough investigation of the unit therefore issue reported was not confirmed. Test result(s): [ ] defect confirmed [x] defect not confirmed.

Event description:
As reported by the user facility: this tubing was used for infusing basics/tpn; however, the b.braun pump continuously indicated a downstream occlusion. The access device flushed properly, showing blood return, and the lumen was delivering tpn/lipids without any complications. After replacing the pump, the same error persisted. Consequently, we replaced the tpn/basics tubing with a new one, which resolved the issue. An inspection of the line that had the error revealed no kinks or bends. As a result of the occlusion and the need to reprime a new line, the tpn/basics infusion fell slightly short of the target volume for this patient.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: this tubing was used for infusing basics/tpn; however, the b. Braun pump continuously indicated a downstream occlusion. The access device flushed properly, showing blood return, and the lumen was delivering tpn/lipids without any complications. After replacing the pump, the same error persisted. Consequently, we replaced the tpn/basics tubing with a new one, which resolved the issue. An inspection of the line that had the error revealed no kinks or bends. As a result of the occlusion and the need to reprime a new line, the tpn/basics infusion fell slightly short of the target volume for this patient.